Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results:a review of the pump¿s black box showed multiple low battery warnings and evidence of a partially discharged battery being installed on 01/17/2014. The battery compartment and returned battery cap were intact and the cap was able to fully tighten on to the pump with no power loss. Evidence of moisture corrosion was visible on the underside of the battery cap. The pump¿s current draws were within specifications and the pump passed a leak test. The pump case was opened and no internal moisture was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump's battery life had shortened and the pump required frequent battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.